Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA. This information was originally reported on 1825034-2015-03451 which referenced a journal article written on a study that this patient took part in.

Event description:
Information was received based on review of a journal article entitled, "oxford meniscal bearing knee versus the marmor knee in unicompartmental arthroplasty for arthrosis. A swedish multicenter survival study" lewold, s. Et al. The journal of arthroplasty vol. 10 no. 6 1995. It was reported that patient underwent a partial knee arthroplasty on an unknown date in 1987. Subsequently, patient underwent an open reduction procedure due to bearing dislocation on an unknown date six months following the initial procedure.